Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a bypass of gastroenterostomy case, steam and an activation tone were heard but the sealing was incomplete. Another device of the same type was opened and used to successfully complete the case. There was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of follow-up report : 01/25/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.